Event description:
It was reported that the patient's device is showing high impedance and low output current. The patient has not been able to feel their device working, normal or magnet mode, for about 9 months. The last magnet swipe on the tablet was recorded from (B)(6) 2020. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient&#39;s lead was replaced due to high impedance and has been discarded.